Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure the patient had one endeavor sprint drug eluting stent implanted in the lad. Approximately 8.5 months post index procedure suffered a mi the associated clinical symptom was stent thrombosis. The patient was treated the following day with placement of a non mdt stent in the lad. The patient has recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.